Event description:
The customer swapped the homechoice (hc) machine (sr# (B)(4)) due to: no customer reported problem. (B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc reverse 523.6 ohm, earth lc single fault norm 511.3 ohm. Specs are 4.0 - 300.0 ohms. Earth lc single fault reverse 503.8 ohms, specs are 4.0 - 500.0 ohms. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: reverse measurement: 523.6 ohms (low limit: 4.0 high limit: 300.0); fault norm measurement: 511.3 ohms (low limit: 4.0 high limit: 500.0); fault rev measurement: 503.8 ohms (low limit: 4.0 high limit: 500.0). External/internal inspection was performed and passed. Checked for infinite resistance reading from ground to each alternating current (ac) input terminal and the readings were infinite. These readings maintain their proper infinite value when inspecting all ac input connections. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the earth leakage failure. Assignable cause for the rite failure of earth leakage failure was undetermined. Device was sent to servicing.